Event description:
It was reported that both remote transmission review and in-clinic device interrogation indicated that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switches, while the right ventricular (rv) lead exhibited increased threshold. Both the ra & rv leads were capped and replaced on (B)(6) 2026. The patient was in stable condition.